Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse verified and reproduced the error by running pth quality controls. Fse replaced the level sense lead wire and the diluent and wash bottles. Fse then performed the daily check and ran two level of pth without any errors. The instrument was verified as operational. There was no further action required by fse. The instrument was installed on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 08-aug-2018 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: list of error messages. If a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 3020 diluent low which indicates that insufficient diluent. Troubleshooting for the error states "after confirming that assay' displayed on the upper right of the assay monitor screen changes to stop', replace the diluent with new one and press the start key to restart assay operation". The most probable cause of the reported error message was due to a bad level sense cable to diluent bottle.

Event description:
A customer reported error message 3020 diluent low on a half full diluent bottle with the aia-360 instrument. The customer refilled the diluent bottle and tried to prime but the error reoccurred. The customer shut the analyzer off and restarted it but the error persisted. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay of parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.